Manufacturer narrative:
The technician found the side rail center arm is broken in half. The technician replaced the side rail center arm to resolve the issue.

Event description:
The technician alleged the side rail is not latching. No patient impact.